Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. The field service engineer checked the analyzer and did not find a cause. He ran system volume checks, photomultiplier high voltage checks, performance testing, and blank cell calibration that were all acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results from the cobas e411 rack analyzer. The initial result was 0.635 miu/ml. The repeat result was 135.9miu/ml and was believed to be correct.